Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a trial scs system on (B)(6) 2014 where 2 leads (from the same lot) were placed. On (B)(6) 2014 it was reported the patient experienced a headache. The physician removed the patient's leads on (B)(6) 2014. The patient was given caffeine tablets and her headache resolved.